Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected prime or fill anomaly noted. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a reservoir change and now it kept tried 3 times and kept doing the same thing. The customer¿s blood glucose was unknown. Customer stated that the rewind option displayed after an alarm or alert. Customer was advised to select load and hold down until load reservoir process completes. Customer did not receive complete status with next highlighted on the screen. Customer was advised the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.